Event description:
Complainant alleged that while attempting to charge defibrillator during a routine shift check by a clinician, the device displayed error message code "status 89" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.